Event description:
When grasped the insertion wire with the snare, the hooped snare got broken.

Manufacturer narrative:
This complaint is confirmed and will be reported as mfg related. Returned for eval was one disposable grasping snare. Upon receipt, the hoop snare has detached from its metal locking crimp. Gross and microscopic examinations reveal an improper crimp. No damage to the grasping snare hoop was observed. A chr is not possible, as no mfg lot number info has been provided by the complainant.